Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
Two of the following lot 307912-06 both kits would not prime and it was prior to the procedure, no injury to the pt.